Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. The keypad overlay was peeled off and found no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Corrosion was found on the pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube spring and battery tube assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and unresponsive keypad was noted. The original pcba 2 was installed and swapped out with a working test pcba 1, test case, internal battery and motor. Powered the pump on using the aa 1.5v battery and unresponsive keypad was noted. Unresponsive keypad/stuck button alarm was confirmed due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to perform the required testing and download history files and traces using thump due to unresponsive keypad. Unresponsive keypad/stuck button alarm was confirmed due to corrosion on the j1/pcba 1 connector. During visual inspection, corrosion was found on the pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube spring and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button alert. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885l was requested and customer response was the device will be returned.